Event description:
The impella device "sucked up" a clot. "Initially tolerated coming off bypass but then abruptly deteriorated secondary to right ventricular assist device (rvad) dysfunction and rv failure. Ino and isoproterenol were started with minimal improvement. The rp rvad was removed and the impeller was found to be obstructed by thrombus.